Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. Pump passed the basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into reservoir compartment during testing. No no delivery alarms, were noted during testing. Successfully downloaded pump history files and traces using thus software. No no delivery alarms were noted in the pump history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. Force sensor zero offset within specifications (23.2 mv). The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Unable to verify customer's complaint for high bgs and low bgs. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Moisture damage was confirmed found on isolated on the battery tube. Battery cap contact damage was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 416 to 428 mg/dl at the time of the event and a lot of alarms. The customer also reported unexplained no-delivery alarms and hypoglycemia at night. Troubleshooting was not performed and it was unknown whether the insulin pump was used within 48 hours. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported it was unknown whether the customer will discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.